Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the joint was found to be cracked and dialysis failed to be adminitered. The sample will be returned for investigation.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. The product sample consisted of two dilators, the guide wire/ j straight, the tray, needle, introducer and one catheter without the red adapter. The catheter corresponds to a mahurkar 11.5fr x 11.5cm; however a blue palindrome adapter was received. A visual inspection was performed and the blue adult adapter did not present any issues. The sample was submitted to an underwater test and there were no bubbles found. Dimensional testing was conducted and the blue adapter was found within specification. The reported issue could not be confirmed. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Overtightening catheter connections can crack some adapters. Because the reported issue could not be confirmed, a definite root cause could not be determined. However, the most probable root cause could be due to improper use of sharp objects. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection at the final stage of production and 100% leak testing, which would identify this issue in the catheter. This complaint will be used for tracking and trending purposes.